Event description:
Caller reportedly received 200 mg/dl on an active meter compared to 100 mg/dl on professional meter within 10 minutes. No adverse event. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.